Event description:
Reporter states the chair pulsates from side to side and end user was injured while user was going down a sidewalk and the chair pulled to the right causing user to be dumped sideways onto the sidewalk. User was taken to emergency where user received 4 stitches over left eye.